Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed 8 episodes in the logbook with noise on rv that inhibited pacing. The daily lead diagnostics were normal and stable. The noise could not be recreated. The episodes occurred between 6 and 9 am.